Event description:
The customer contact reported the ground prong on the ac power cord plug was missing. The device was returned to the biomedical engineering department with an unsigned note that stated, "ac power cord ground contact broken/missing." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted the ground prong on the ac power cord plug was missing. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The ground prong on the ac power cord plug was missing. This was due to physical damage to the ac power cord. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).